Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: unit returned with its original pouch. The unit returned has distal tip damage. Visual inspection was performed and the device presented the distal tip kinked and partially detached exposing the corewire tip. No evidence of fracture on the corewire was noted. All the outer diameter (ods) and guidewire overall length taken were according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 300cm pt graphix¿ guide wire was advanced to the target lesion. However, the end of the wire sheared off in the tibial artery. The patient was sent to surgery to retrieve the wire. No further patient complications were reported.

Event description:
It was reported that guide wire tip detachment occurred. A 300cm pt graphix¿ guide wire was advanced to the target lesion however, the end of the wire sheared off in the tibial artery. The patient was sent to surgery to retrieve the wire. No further patient complications were reported.